Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were hard to press. Customer¿s blood glucose level was unknown. Customer reported that the no delivery alarm. Rewind was slower. Customer reported that the reservoir would not go down. The insulin pump will not be returned for analysis.